Event description:
Boston scientific received information that during a routine follow up visit this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high pacing impedance greater than 2,000 ohms and high pacing threshold measurements. A lead fracture was suspected but could not be visualized on x-ray. A revision procedure was subsequently scheduled to replace the lead and device as it was reported to be nearing elective replacement indicator (eri). Additional information was later received confirming the revision wherein the rv lead was surgically abandoned and the device replaced. Continued follow up was planned. Neither the lead or device are available for return. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.